Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex esophageal stent was implanted to treat a stricture due to esophageal cancer during a stent implantation procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician was able to fully deploy the stent; however, the position of the stent was too low for the target lesion. The physician attempted to reposition the stent by pulling back on the delivery system, but was unsuccessful. The procedure was completed by implanting another wallflex esophageal stent within the first stent. Both stents remain implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex¿ esophageal stent was returned for analysis. No issues were noted with the profile of the stent. The positioning issue encountered during the procedure was most likely due to anatomical or procedural factors such as tortuous/tight anatomy, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex esophageal stent was implanted to treat a stricture due to esophageal cancer during a stent implantation procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician was able to fully deploy the stent; however, the position of the stent was too low for the target lesion. The physician attempted to reposition the stent by pulling back on the delivery system, but was unsuccessful. The procedure was completed by implanting another wallflex esophageal stent within the first stent. Both stents remain implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.